Event description:
Facility reported while infusing nss during tx, due to drop in pt's bp, the dialyzer was not clearing. Dialyzer clotted, tx stopped. New system set up & tx resumed w/o further incident. Ebl 150cc. Facility denies pt injury.